Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 30mg/ml; 5.5mg/day via an implantable pump. Indication for use was spinal pain. Other medications the patient was taking at time of the event was not obtained and was not available. The date of the event was asked but was unknown. Patient weight was asked but was unknown. Patient medical history included many known health issues,¿ cardio¿, chronic infections, bad hygiene, non-ambulatory and cellulitis. It was reported an infection in the pocket was suspected. There was lots of fluid and puss. It was red and hot near the incision. The physician indicated the pump looked infected. The pump and catheter were explanted (B)(6) 2017 and will not be returned to the manufacturer. It was unknown if the device was replaced. No interventions were taken to resolve the issue. Hygiene was a factor that may have led or contributed to the issue. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.